Event description:
The user mother reported that the user had a regional erythema three days after a trauma over the device region. The erythema lasted approximately three days.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The users mother reported that the user had a regional erythema three days after a trauma over the device region. It is unknown if the users hearing perception is affected. Further medical intervention is considered; however, no decision has been made.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. Further the recipient suffered from an erythrema at th implant site likely caused by the reported impact. However, to confirm an exact root cause device investigation would be necessary. No information on possible further steps has been received.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. Furthermore, the recipient suffered from an erythema at the implant site likely caused by the reported impact. However, to confirm an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user_s mother reported that the user had a regional erythema three days after a trauma over the device region. It was unknown if the user_s hearing perception was affected. The user has been re-implanted.